Event description:
A malfunction was reported with the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.